Event description:
The customer reported that a male patient was positioned head first supine and scanned with the synergy spine coil on an intera 1.5t mr system. Immediately after the examination a second degree burn with a blister was observed on both thumbs (approx. 1.6 cm) and both hips (approx. 2.5 cm).

Manufacturer narrative:
(B)(4). Conclusions - based on the information provided and investigation performed it is concluded that the injuries are caused by skin-skin contact between the thumb and hip at both sides of the patient. No padding was used to separate the thumbs from the hips and the patient clothing allowed skin-skin contact.